Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia and migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with unspecified saline breast implants experienced bilateral anisomastia post procedure. Patient experienced right sided implant folding and expansion to her right armpit and bilateral heaviness and discomfort. As a result, patient underwent bilateral explantation on (B)(6) 2019. This report is for the right sided device. See 1645337-2020-00324 for contralateral prosthesis report.